Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing of noise, resulting in pacing inhibition and changes in amplitude. The physician reported they were unable to reproduce any noise in clinic through isometric exercises and pocket manipulation. The patient reported using an induction stove in his kitchen. At this time the lead remains implanted. No adverse patient effects were reported. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for lead integrity testing, x-ray imaging and programming options. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.